Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 10mg/ml morphine at 1.009mg/day via an implantable infusion pump. It was reported that the patient experienced an overdose after their pump was replaced. The hcp was attempting to decrease the dose but was having difficulty completing the update because the pump is "a little deep." The hcp reported that the telemetry was incomplete and pump may be stopped. The hcp interrogated the pump again and the pump was able to be updated successfully. No further complications were reported.